Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the left femoral for severe heart failure. It was reported that patient developed aortic regurgitation after impella was successfully weaned and explanted. Aortic regurgitation was confirmed via echocardiogram. The patient received unspecified medical treatment and was placed under observation. No further information was provided.